Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the lead is displaying noise on both the rv and farfield channels when the patient breathes. Patient has not received any shocks but has generated vf and rv lead monitoring episodes. Patient's impedance is in range but threshold has increased. Device remains implanted.